Event description:
Failure of rubber mounts securing 4" box fan, used to cool the raid array disk drive, this failure allows the box fan to fall forward, shorting the box fan's metal fan grate against the raid array controller pcb. Resulting in an error of "no operating system found" on boot up. Our facility has 11 of these serves located in data closets across the campus. All 11 were installed in 2007. Our clinical engineering team is in the process of visually inspecting and securing the rubber fan mounts to prevent any future failures.